Manufacturer narrative:
No report of patient involvement. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The bag/vent micro switch was recommended for replacement.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.